Event description:
Impaired mobility/motion constraints [hip] [mobility decreased]. Pain [hip] [pain]. Joint effusion/effusion of the treated joint [hip] [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 (add'l info received on (B)(4)2012) from a physician via a sales rep regarding a (B)(6) male pt, initials g-h with arthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with intra-articular synvisc one (hylan g-f 20) injection at a dose of 6 ml, once in hips. After one week, the pt experienced impaired mobility/motion constraints, pain and effusion in the treated joint. He was hospitalized for diagnosis. The outcome for the events was not provided. Relevant concomitant medications were not provided. The intensity for the events was not provided. The reporting physician did not provide the relationship between synvisc one and the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the production and quality control documentation for lot # w1117 with exp date (09/2014) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.